Event description:
During a laparoscopic gastric sleeve egd, the powered echelon stapler was fired on the stomach. During the 2nd fire with one of the staplers, it only fired halfway through the reload and peristrip; md had to remove the strip from the staple line (ethicon endo-surgery powered echelon long 60mm stapler, ref #: (B)(4), lot# u9418m). Then the 2nd powered echelon stapler was loaded and the tech stated "it clicked differently than normal when the reload and peristrip was closed in the jaw". When she and md attempted to open the staple jaw neither one could (ethicon endo-surgery powered echelon long 60mm stapler, ref # (B)(4), lot #u9418m). Two new staplers were opened to the back table, and the procedure was completed. FDA safety report ID #: (B)(4).